Event description:
On (B)(6) 2014 a physician was attempting to access the micropuncture transitionless access set through the groin of a pt who had multiple procedures with a lot of scar tissue. The dilator was placed over an extra stiff amplex 035 wire and when they tried to pull the dilator out it broke in 2 pieces. They were able to retrieve both pieces, complete the procedure with no harm to the pt. A section of the device did not remain inside the pt's body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Event description: still under investigation.